Event description:
It was reported that after treatment with an ak 96 machine, an excessive fluid removal was displayed on the screen. The prescribed ultrafiltration was set as 2.2 liter for 4 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated on site by the qualified technician. Visual and technical inspection and confirmed the reported problem. It was however found that the red dialyzer connector switch was not popping out when the connector was removed due to a faulty silicone cover. This caused a false reading of the accumulated uf. To resolve the issue, the qualified technician replaced the faulty silicone cover for the switch and a treatment simulation was then ran successfully. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.